Manufacturer narrative:
The onset of the patient's infection is reported under MFR #: 2916596-2022-16076. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to worsening drainage from their driveline and shortness of breath. The patient had a history of chronic driveline infection and recurrent pleural effusion. The infection was treated with antibiotics. The patient was discharged on (B)(6) 2021 and would continue their antibiotic therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-009541, and the reported shortness of breath could not conclusively be established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until (B)(6) 2022, when the patient expired as reported under MFR #: (B)(4). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26apr2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) (rev. C) is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook (rev. D) is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.